Manufacturer narrative:
Correction: event description updated. Correction: FDA patient code updated. Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
It was reported that the localizer disconnected in registration. The site tried to restart multiple times but decided to abort use of the navigation device for the upcoming case. The site opted to use a different navigation system for the case. The patient was not present when this issue occurred.

Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the localizer of the navigation system disconnected during registration. It was noted that restarting the navigation system did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: medtronic received information that restarting the navigation system restored functionality. The surgeon completed the procedure with the use of the navigation system.